Manufacturer narrative:
Findings: minor scratched lcd window cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 556 mg/dl. The customer was treated with injections. The customer stated that there is crack on the battery location. The customer is not sure how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.